Event description:
Review of information indicates high impedance. The lead was replaced. No patient complications have been reported as a result of this event. Additional info from attorney alleges 'inappropriate shocks as a result of the leads. These shocks occurred in or around 2006 to 2008. As a result of the leads, plaintiff suffered injury and damages as set forth in the master complaint.'

Event description:
Review of information indicates high impedance. The lead was replaced. Additional info from attorney alleges "inappropriate shocks as a result of the leads. These shocks occurred in or around 2006 to 2008. As a result of the leads, plaintiff suffered injury and damages as set forth in the master complaint." Additional information received indicated that the lead had an apparent fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the device is in process; the results will be forwarded when available.